Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels with a reading of 750 mg/dl. Prior to the hospitalization, the customer had high blood glucose levels all day and was vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.